Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high impedances. It was noted a gradual rise that matches with weight gain of the patient. Troubleshooting options were discussed and recommended. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this implantable cardioverter-defibrillator and the post-shock impedance measurements were in range. The plan is to continue to be monitored and potentially revise the electrode when it becomes time to replace the generator. The s-ICD system remains implanted. No adverse patient effects were reported.